Event description:
The customer reported the system does not measure non-invasive blood pressure (nibp) correctly. The device was not in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.